Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a leadless implantable pulse generator (ipg) implant, the patient experienced a pseudoaneurysm in the right common femoral vein, which was treated with a compression bandage. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.